Manufacturer narrative:
Philips service replaced the bios and ip-pc batteries, tested the system successfully, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc bios battery failure caused boot issues on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.